Event description:
The pt was admitted to hospital with exacerbation of pain with areas of numbness around her abdomen at the time of her boluses with her flex dosing. The pump contained fentanyl 2,000 mcg/ml and bupivacaine 35 mg/ml with total daily dose of 1869.8 mcg/day; boluses of 100 mcg at 0200, 2200, 2355. There was good csf flow when the catheter was checked. A myelogram was felt to be "satisfactory"; the catheter tip was at the bottom of t9. A small section appeared to be leaking. The section was trimmed and pinned together with no further notification of a leak. The pt was "doing fine" following the revision.

Manufacturer narrative:
(B) (4).